Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Sample analysis: two detached needles of product code 8720h were returned for analysis. In order to evaluate the conditions of the returned needles, the swage and attachment area was as expected, the remnant of the suture was noted into the barrel hole, marks were observed on the body and edge of the needles that were possibly caused by a surgical instrument. In addition, the sutures were not received. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The manufacturing records couldn't be reviewed as the batch number is unknown. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch.the condition of the sample received indicates improper handling of the device. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional information was requested, and the following was obtained via: what tissue was being approximated/ sutured? Unknown. Procedure name? Impella insertion. Lot number? Unknown.

Event description:
It was reported that a patient underwent an impella insertion procedure on (B)(6) 2022 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.